Manufacturer narrative:
Eval summary: because the impaction/extraction tab is slightly away from the longer spike, it is possible that off-axis impaction resulting in a greater moment arm, repeated over the life of the instrument, may have contributed to the device failure. As returned, one of the spikes on the spike arm has fractured off at its base. The fractured spike contains deep gouging around the circumference of it. The slaphammer engagement on the spike arm has some mushrooming indicating that the device has been used a number of times over its lifetime of approx 5 years. The instrument met print specifications and the device history records were conforming.

Event description:
It is reported that the spike broke off in the pt's tibia.